Event description:
During da vinci robotic case a verbal error message was announced stating "do not move the operating table while da vinci is docked". Intuitive rep present, 1-800 number called. The message then occurred a second time. FDA safety report ID # (B)(4).